Event description:
It was reported on 09/22/2022 by a arthrex employee via email that an ar-6485 pump stopped working and perfusate could not be delivered. Surgery was completed as planned by switching to gravity flow. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.